Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being in the hospital but did not provide any details as to why they were there. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the serter cannot link to the charger. No further information provided.